Event description:
It was reported by the doctor, during a pelvis surgery while using the drill guide and with the drill bit on power inside the correct end of drill guide, the end of drill guide snapped off. Used the larger drill guide option in the kit.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.